Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with a pocket infection that was identified by redness and swelling. The system was explanted, and the infection was treated with antibiotics. Patient was in good condition before, during, and after the procedure.